Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple station orders were not crossed. A technical support specialist ran downtime query and found that the available for processing xml/msg status is essential for determining if the xml (extensible markup language) message is ready to be processed, restarted external messaging services, restart net pipe, tcp (transmission control protocol) listener and tcp port but the issue persisted. The integration engineer rebooted the server and found the messages have now been processed but still need to find the root cause of the login to vsphere virtualization platform. On further inspection it was found that the server is down again. The system engineer compared esxi (elastic sky x integrated) power management settings to a recently built environment and switched the settings from "suspend the virtual machine" to "put the guest os in standby mode" and found the server was back. The system engineer worked with hospital it and disabled sleep setting on server operating system to resolve the issue. The system functioned as intended after the system engineer and integration engineer along with hospital it troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es order was not crossing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.